Event description:
While in patient use, the 760 ventilator operating system detected three software errors within a 24 hour operating period and declared a vent inop condition and opened the safety valve as designed. There was no patient harm or change in therapy.